Manufacturer narrative:
The field service representative (fsr) reported that he was splashed in the face and forehead while performing maintenance on the alinity c processing module, serial number (B)(4) due to the high concentration waste peristaltic pump tubing coming loose. No skin irritation occurred, but his skin was exposed. The fsr was not wearing any ppe at the time. The peristaltic head tubing (rohs) was determined to be the likely cause. An instrument service history review revealed no additional issues with the high concentration waste peristaltic tubing associated with this complaint. There were no service or complaint issues on or around the date this complaint was initiated that may have contributed to this issue. There have been no subsequent contacts from the customer or fsr regarding a splashing incident or exposure after the high concentration waste peristaltic pump tubing was replaced. A search for similar complaints identified no adverse trends for the peristaltic head tubing with regard to splashing/exposure. Manufacturing documentation was reviewed and addresses biological and chemical safety hazards that includes wearing personal protective equipment (ppe) and safety awareness where hazards may exist as well as provides instructions for the removal and replacement of the high concentration waste peristaltic pump tubing. Based on the investigation, no systemic issue or product deficiency was identified for the alinity c processing module.

Manufacturer narrative:
An evaluation is in process. A final report will be submitted when the evaluation is complete.

Event description:
The field service engineer reported he was splashed in the face on the forehead while performing maintenance on the alinity c processing module. The splash occurred when the high concentration peristaltic tube was released. There was no skin irritation and as a precaution the eyes were flushed under the eyewash. No medical treatment was necessary and no adverse impact was reported.